Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-02150 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath --medium) . (2) MFR # 2029046-2022-01575 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath --medium).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separations occurred. It was initially reported that while prepping for the afib procedure, it was reported that the part where the dilator snap-fit into the hub was detached. They then proceeded to change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed with no patient consequence. Additional information received indicating it was in the hub section that the valve broke/separated. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve was detached from the sheath. The sheath was not being used on the patient; this was during the preparation. On (B)(6) 2022, additional information was received indicating, two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were involved in this case and both were defective. As such, this second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium will be considered to have had a hemostatic valve separation and MDR reportable.

Manufacturer narrative:
It was initially reported that while prepping for the afib procedure, it was reported that the part where the dilator snap-fit into the hub was detached. They then proceeded to change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed with no patient consequence. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).